Event description:
A home pt contacted with baxter's technical service center regarding a check heater line alarm during fill one. Baxter's technical service center instructed the home pt to flip the heater bag. When the home pt did this, the spike fell out. The home pt discarded the set-up and started over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.